Event description:
Site reported a patient was not fully compliant to uv spectacle wear. The light adjustable lens was explanted on (B)(6) 2022. Rxsight's awareness of the event was 4/13/2022.

Manufacturer narrative:
Site reported a patient was not fully compliant to uv spectacle wear. The light adjustable lens was explanted on (B)(6) 2022. Rxsight's awareness of the event was 4/13/2022. The device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.